Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's current blood glucose was 542 mg/dl. The customer experienced symptoms as a result of high blood glucose. Troubleshooting was not done for high blood glucose. Customer stated that the auto mode feature was not active at the time of incident. The insulin pump will not be will be returned for analysis.